Event description:
It was reported that there was an issue with the (B)(6). The cardiac index and cardiac output values were jumping all over the place, with no noted change in blood pressure nor arterial waveform morphology on their ge monitor. Traditional troubleshooting such as flushing did not resolve. It is unclear if the waveform was changing on the hemosphere. They changed out to a new acumen sensor and the problem was resolved, so this issue was isolated to the acumen iq sensor. They did not change the monitor or cable, so they can infer there was nothing wrong with those. The device was discarded at the facility. There was no allegation of patient injury.

Manufacturer narrative:
The device was discarded at the facility. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review. H3 other text : discarded at the facility.